Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient was trying to charge his ins and is seeing por and needs a new recharger (insr). Their therapy stopped due to power on reset (por). It was noted their por was related to a overdischarge (od) event. The patient met with a rep to do the 60 min countdown, and they were now trying to charge at home he is seeing this message of informational por. They reviewed steps to clear the por with the programmer. They cleared the por and turned the therapy back on. It was advised that the therapy would resume at last programmer parameters and to adjust if needed. It was unknown if the therapy was adequate. They were seeing the ins battery low screen. Patient services reviewed the meaning and recommended the patient charge his ins. The patient connected the insr on the call and confirmed he was getting good coupling and was actively charging the ins. They reported at a later date that they had a mislabeled connector pin. The patient stated the connector pin arrows did not match up. They stated about 3 months ago he went to get out of bed and his leg dropped from underneath him and he fell on his shoulder. They stated he might have done something to the equipment since he fell on it as well. The patient stated he went to the hcp a few times for it and they are doing an MRI within the next couple weeks. The patient stated he did have an x ray at the va as well. The patient stated he noticed the arrows on the dtc didn't match up today. They stated this occurred in (B)(6). The patient called back on (B)(6) 2019 stating that he had called and they are going to send him a new recharger. They forgot to order the adhesive discs. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.